Event description:
It was reported that the patient with chest pain presented in clinic with pocket erosion. The pocket was infected and no electrical anomalies were noted. During pocket revision, previously capped right ventricular lead on (B)(6) 2016 exhibited exposed conductors. The system was explanted and not replaced. The patient was well during and post operation.